Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area," side not specified. Later, healthcare professional reported no complaint against the device. Later, healthcare professional reported "hole no specific". This record for the left side. The device was explanted and replaced, will not be returned.